Manufacturer narrative:
The customer reported that there was no audible sound at the auxilliary display of the central station. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that there was no audible sound at the slave monitor (central station).